Event description:
It was reported that the patient underwent a posterolateral fusion at l4-l5 using a dynamic stabilization device for degenerative disc disease, grade 1 spondy, bilateral l4 pars defect and right l4 radiculopathy. Four months post-op, the patient bent over and heard a faint pop, which was followed by severe pain. He went to the ER, where x-rays showed no grass fractures or dislocations. X-rays and CT scans taken 17 months post-op show the left l5 pedicle screw to be broken. The patient underwent a transforaminal epidural at the right l4-l5 18 months post-op. At 21 months post-op, the patient underwent a revision surgery due to the broken screw and degenerative spondylolisthesis. The lower left pedicle screw was fractured midshaft with a piece of the screw distally deep within the pedicle. Attempts were made to remove the tip of the screw, but were not successful. The distal portion of the broken l5 screw was left in the patient's pedicle.

Event description:
Review of the notes from a post-operative office visit found that the patient is experiencing right thigh and back pain with leg pain, which continues all day and wakes him at night. The pain is relieved by medication. Radiological data in the report notes that the broken pedicle screw is still present at l5. It also states that there is a new screw through the l5 pedicle that is cephalad oriented and may be in the l4-5 disc.

Manufacturer narrative:
(B) (4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # w07e30009 and # w06m0872. A review of the device history records for this device did not reveal any non-conformances to specifications or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.